Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose that was running between from 400 mg/dl to 500 mg/dl. The customer stated that they were vomiting. The customer reported that the insulin was not flowing through the tubing. The customer declined to troubleshoot for high blood glucose. The reservoir will not be returned for analysis.